Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A probable cause was transmitter timer not advancing that led to a transmitter failure. No additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and the device has voltage. A pairing test was performed and failed pairing with the nordic bluetooth device. Share log data was available for review. The reported event of a transmitter failed error was confirmed. A probable cause was the transmitter timer not advancing that led to a transmitter failure. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). G7 type of report: correction the initial submission was erroneously submitted as a 5 day report. The firm was not required to initiate action to prevent an unreasonable risk of substantial harm.

Event description:
Subsequent to the initial MDR, corrected information has been provided.